Event description:
Caller reported a cgm error 42, which prompted a review of the situation. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Tandem technical support instructed the customer to put the pump into storage mode before returning it and provided a pre-paid label for its return. The caller confirmed their understanding and agreed to return the pump within ten days.